Manufacturer narrative:
Concomitant product(s): a 4024-58 lead, implanted: (B)(6) 1997. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also noted that the right atrial (ra) lead exhibited low impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.